Manufacturer narrative:
Device evaluation summary: the service engineer (se) evaluated the device and replaced the inspiratory printed circuit board (pcb), graphical user interface (gui) central processing unit(cpu) pcb, direct current (dc) to dc converter pcb, breath delivery unit (bdu) power supply. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. One direct current (dc) to dc converter pcb was returned and evaluated. The visual inspection found that the board had a blown c83 capacitor. If additional replaced parts are returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated a high pitched alarm and the display turned off. The patient was removed from the ventilator and manually ventilated with a bag valve mask (bvm) before being placed on an alternate ventilator without harm.